Manufacturer narrative:
It was reported during the setup of a laparoscopic cholecystectomy a mask broke and fell onto the back table. The procedure was stopped until the back table could be torn down and re-set causing a 30 minute delay. The patient remained stable throughout this incident and no injury occurred. The sample was returned and the complaint confirmed. A root cause could not be determined. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a shield mask fell into the sterile field during a procedure.